Manufacturer narrative:
The complaint of leaks could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) couldn't be performed due to lot number for this complaint was unknown

Event description:
The incident involved an unknown spiros product. It was reported that liquid began leaking above the spiros on a secondary line during the first minute after the nurse started a kadcyla infusion. There was patient involvement and unknown human harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: initial reporter phone number extension (B)(6).